Event description:
A daughter reported the patient had an "emergency surgery" and stated "everything was exhausted" on the device, which needed to be replaced "right away". She stated it was replaced before four years implant time. A medtronic field representative said the device was considered to have reached normal battery depletion. The device was explanted and replaced. It was sent to a lab at the hospital and is now reportedly lost. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.